Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was transported via ambulance to the hospital and subsequently admitted with hypoglycemia. Patient reported he had not been feeling well so he went to bed, and when his wife tried to wake him later, he wasn't responding so she called 911. At the time of the hypoglycemic event, his dexcom cgm (continuous glucose monitor) showed his bg (blood glucose) level as 250 mg/dl, however when the paramedic tested it with a blood glucose meter it was 44 mg/dl. The patient had been wearing the pod between 24 and 36 hours in the arm. Symptoms reported include malaise and loss of consciousness. The patient reported he was treated with several medications through an IV (intravenous) line, but he is unsure of what they were. He also reported he was given steroids and later insulin. The patient was released in 9 days. The pod was removed at the hospital.